Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the instrument. The fse determined the four (4) buffer valves and multiple parts malfunctioned. The fse replaced the four (4) buffer valves, buffer syringes, reference electrode, sample syringe, lubricated the syringe drive and re-routed new tubing which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. : patient demographic information was not provided. Beckman coulter internal identifier is case-(B)(4).

Event description:
The customer stated erroneous erratic patient results generated for na (sodium) on their au5800 clinical chemistry analyzer.there was no report of change to treatment, injury or death associated to this event. The customer did not provide patient demographics. The customer provided patient data for two (2) patient samples.